Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735821, lot #: unknown, ubd: unknown, UDI: unknown. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable.if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the camera failed the accuracy assessment kit (aak) test. This was reported outside of a procedure. There was no patient involved.

Manufacturer narrative:
Part number: 9735821, lot number updated to p902565. A representative went to the site to preform system check out. It was reported that there were parts replaced and the system preformed as intended. The returned psu powered up on the test bench without issue. A check of the event log showed intermittent firmware incompatibility dating back to oct 2019. The psu failed an accuracy test (aak) at .64 mm with a passing threshold of .25 mm. If information is provided in the future, a supplemental report will be issued.